Manufacturer narrative:
E1: patient city: (B)(4). Patient country: netherlands. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced infusion set cannula needle bent leading to diabetic ketoacidosis event and eventually got hospitalized intensive care on (B)(6) 2025. The blood glucose level was high at the time of event. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.